Event description:
While sewing down the aortic valve prosthesis, the doctor noticed that the suture from the factory that holds the valve on the applying apparatus was not removed. Dr removed suture and continued without any negative outcome. Rep from edwards lifesciences was notified and said suture was place in a specimen container. The valve model# is 2700tfx, size 23mm. The MFR is looking into the issue.what was the original intended procedure?aortic valve replacement.device #1is this a laboratory device or laboratory test?no.